Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 240 and 354 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 183 mg/dl and 192 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2017. Customer stated he has not had any recent changes in his daily routine such as diet, exercise, or medications. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 240 and 354 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 183 mg/dl and 192 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2017. Customer stated he has not had any recent changes in his daily routine such as diet, exercise, or medications. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:240 mg/dl, 208 mg/dl, 236 mg/dl, 354 mg/dl.